Event description:
It was reported the pt had felt shortness of breath. The pt went to the emergency room and was diagnosed with a pulmonary embolism. The pt was treated with blood thinners and released from the hospital after 5 days. It was also reported the pt had more recently experienced a stomach pain. F/u found the pt had recovered without incident. It was reported the pt was receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.